Event description:
It was reported by repair work order that the ground path was compromised due to the sheathing being damaged on the power cord. No patient was affected and no adverse consequences or clinically relevant delays in treatment.